Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown hip fem head unitrax unipolar cc 44mm. Additional devices listed in this report: cat 6197-9-010 simplex p- us tobra fd 10-pk lot code mjt100; cat 1067-0012 osteonics univ. Distal spacer lot code mmh6pa; cat 6070-0625a omnifit hfx hip stem size #06 132 lot code mmn4ve; cat 6942-7-085 unitrax c-taper sleeve +10mm lot code unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as they remain implanted. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.

Event description:
It was reported that patient is experiencing occasional pain after the implantation. Patient also stated that she can hear clicking sound from her hip and unable to walk without a cane.